Event description:
It was reported that syringe 20ml ll s/c 50 did not retract properly. The following information was provided by the initial reporter: material no: 303310 batch no: 0044112. It was reported that the syringe did not retract properly. Event description per email states: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Reported issue: while performing a procedure, luer-lok syringe did not retract properly.

Manufacturer narrative:
Investigation: during the documentary review, no records of quality events that could originate the reported defect were found, the batch was inspected and subsequently released in accordance with the current work instruction, in addition, in the photograph received it is not possible to observe the reported defect, so that are sent to the quality control laboratory 13 retention samples for analysis obtaining conforming results.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 did not retract properly. The following information was provided by the initial reporter: material no: 303310 batch, no: 0044112. It was reported that the syringe did not retract properly. Event description per email states: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Reported issue: while performing a procedure, luer-lok syringe did not retract properly.